Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm during therapy occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 4.11 , retainer ring = black . Customer returned the pump for alleged cosmetic damage on the back side of pump, insulin flow block alarm, and high bg found on (B)(6) 2022. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and data .0868 inches. No unexpected insulin flow block alarms noted during testing. The history/trace downloads were successful using thus. Verified the pump alarmed no delivery during bolus on (B)(6) 2022 at start time 12:56:22.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed function testing. No unexpected insulin flow block alarms noted during testing. Cosmetic damage confirmed on the back side of pump. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.